Manufacturer narrative:
H10. Additional manufacturer narrative: updated section a2, b5, b7, d6, and f10.h11. Corrected data: updated section h6 (result)

Event description:
Edwards received notification that a valve of unknown size was explanted after an implant duration of approximately 5-6 years due to calcification and leaflet perforation leading to regurgitation (which the surgeon felt had been created by a guide wire during a previous cardiac cath procedure). A non-edwards device was implanted in replacement. Patient discharged.

Manufacturer narrative:
H10: additional manufacturer narrative: customer report of leaflet perforation was confirmed through image evaluation. Report of calcification could not be confirmed through image evaluation. X-ray examination is needed to determine calcification. Two color images were provided showing the outflow aspect of the implanted valve. Valve appeared to have a perforation at one of the leaflets. Valve appeared to have moderate host tissue overgrowth on the outflow aspect.

Manufacturer narrative:
The device was not returned to edwards for evaluation. The device history record (DHR) was unable to be reviewed as the device serial number was not provided. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that a valve of unknown size was explanted after an implant duration of approximately 5-6 years. Potential reason for explant was calcification. A non-edwards device was implanted in replacement.

Manufacturer narrative:
Reference CAPA-20-00141.